Manufacturer narrative:
Event date is approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient shut his stimulation off at night. The patient reported he had a fall a week and a half prior to the call. The patient reported beginning a week prior he was feeling prickles on the left side only when he turned stimulation on in the morning. It was reported the change in stimulation was sudden. The patient was directed to follow up with the health care professional (hcp) regarding the fall and change in stimulation. No further complications were reported or anticipated.